Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, no suture was present. The device was removed and a second proglide device was attempted but the pt complained of pain and was moving excessively. Arteriotomy closure with the proglide device was stopped. The device was pulled out with the foot still deployed, and the needle remaining in their respective cuffs in the foot pockets. After device removal, it was noticed that the posterior portion of the foot was detached, and could not be located. During the application of manual compression to achieve hemostasis, the pulses of the limb diminished. The vessel required surgical repair and was sutured to achieve hemostasis. There were no other reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
Device #2 proglide, part# 12673-03, lot# 75069-6h, is being filed under a separate MFR report number. The perclose proglide instructions for use (IFU) state, under special pt populations, the safety and effectiveness have not been established, in pt population: "pts with femoral artery calcium which is fluoroscopically visible at the access site." The device was received. Investigation is not yet complete.